Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the patient experienced a cardiac perforation following transseptal puncture with the sheath / needle requiring a pericardiocentesis. Ice and fluoroscopy confirmed the effusion and a pericardiocentesis was performed to stabilize the patient. Additional information received stated that the physician's opinion on the cause of the perforation was patient condition; the patient had a pericardial effusion before beginning the procedure.